Manufacturer narrative:
Device eval summary - device eval of monitor (B)(4) has been completed. The reported problem (response buttons will not start the system) has been confirmed. As received, the monitor was missing both response button covers, domes and leds. The cause of the response buttons not starting the system was the absence of the tactile function due to the missing domes. The root cause of the missing response button components cannot be positively identified. No adverse event resulted from the defective response buttons. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's son contacted zoll lifecor customer support service to report the monitor would not respond when accessing both response buttons. The pt was provided with a replacement monitor.